Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached. Previous investigation performed under pr#(B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device had been in use for approximately 102 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the sales representative that during a craniotomy, the foot of the attachment broke off. The surgeon reported that there was no impact to the patient. In addition, there was no delay in the procedure. On initial follow up it was confirmed the foot of the attachment broke off. The initial reporter¿s name was provided. The surgeon indicated the patient was well postoperative. No further patient or product information was available. Additional follow up identified an x-ray was performed due to the missing device fragment, and confirmed the device fragment remained within the patient postoperative. The surgeon indicated there was not a need to remove the fragment since the location of the fragment was just under the skin but above the skull bone.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A user facility medwatch report was received, stating ¿a little piece of metal from the drill broke off was retrained in the scalp of the patient. It was later identified by x-ray that was ordered by the surgeon. According to him, considering where it was located and the size (small), it was inconsequential. The piece was left in.¿